Event description:
It was reported that the ilet displayed an alert indicating a low battery condition, and the patient was instructed to charge the pump and perform multiple restarts; replacement was advised if the alert persisted. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the alert was consistent with a battery power issue, and device replacement would be pursued if the condition persisted after charging and restarts. It was concluded that the event was attributable to a device battery or power function problem, with resolution contingent on successful restart or device replacement.